Event description:
It was reported that this pacemaker recorded a pacemaker mediated tachycardia (pmt) episode which appeared to be real pmt, however, the pmt did not break due to sensor as the retrograde measured at 240 milli seconds. Post-ventricular atrial refractory period (pvarp) will be increased to mitigate. Boston scientific technical services consultant (ts) suggested to consider to adjust the maximum sensor rate or maximum tracking rate; for the tracking and sensor pacing would not compete to prolong pacemaker mediated tachycardia (pmt). As of this time, this pacemaker remains in service. No adverse patient effects were reported.